Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up with pulse generator in backup vvi mode. After a software download the device resumed normal function.